Event description:
The filter dome and legs did not form properly when released. After several attempts, the filter was removed using a 7fr cold snare shaped into a diamond and adjusted to a gooseneck angle.